Event description:
It was reported that the atrial lead exhibited noise and insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found the lead was received in two pieces. The outer insulation was folded and outer coil was slightly offset at 9.5 cm from the lead tip, indicating that the lead had been bent. The folded insulation resulted in damaged inner insulation over time. This could be the cause of the reported noise.